Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level was 397 mg/dl. During system check with tandem technical support, it was found that insulin was not observed to be exiting the infusion set tubing. Infusion set supplies were changed to address the issue and insulin delivery was resumed.